Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m implantable tachy lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced high impedance and thresholds. A possible ra lead fracture is suspected. The physician stated that the patient has abnormal and difficult anatomy that may have led to the ra lead issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the set screw marks were observed to be too proximal on the connector pin, which likely contributed to the electrical anomalies mentioned in the event. An in-vivo insulation breach or conductor fracture was not observed. Implant/explant damage was not observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.